Event description:
The following was reported to hamilton medical ag: during patient ventilation, the device generated te231009 (blower controller speed low). Ventilation stopped. The patient had to be disconnected from the ventilator and was manually ventilated using an ambu bag. Subsequently, the patient was connected to an alternative ventilator. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Hamilton medical ag received the log files of the device for analysis. Logfiles analysis confirmed the occurrence of technical events te 231009 (blower controller speed low), tf 431001 (blower fault), te 244018 (blower voltage out of tolerance), and tf 446029 (ambient failure detected). Investigation ongoing.